Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2012-01556, 01557 & 01605).

Event description:
Patient's legal counsel alleges that patient underwent total hip arthroplasty on (B)(6) 2007 and that revision procedures were performed on (B)(6) 2012 allegedly due to pain, dysfunction, and fluid around the hip joint. A review of invoice history confirmed that a revision procedure was performed on (B)(6) 2012 and the modular head and taper insert were removed and replaced. Invoice history also verified the acetabular cup was removed and replaced during the revision procedure that occurred on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.